Event description:
Patient reported two devices that fell off. One fell off after being applied for one hour and the second device was applied for six hours after the adhesive pad allegedly loosened and then fell off. The patient preps the location by applying alcohol as well as cavilon no-sting barrier spray. Patient discarded devices.